Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 224 mg/dl, 83 or 84 mg/dl, 64 mg/dl and 70 mg/dl when all tests were performed within 10 minutes on the aviva system. Reporter indicated that she was experiencing some hypoglycemic symptoms and self-treated with half of a soda. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.